Event description:
The reporter stated that there was an inaccurate delivery. The unit was set to deliver 6ml/hr in 10 minutes in volume over time (v/t) mode using a 10cc bd syringe. The unit delivered 6.87ml in 10 minutes. There was no pt injury or treatment associated with this event.